Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a carotid artery stenting (cas) interventional procedure using a 9f sheath. Reportedly, a cuff miss [suture retrieval issue] was noticed. Another prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
H6: medical device problem code 1494 device code clarifier- indication for use the device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Reportedly, the pre-close technique was not used when closing with a sheath size greater than 8f. It should be noted the electronic prostyle instructions for use states: for access sites in the common femoral vein using 5f to 24f sheaths. For sheath sizes greater than 8f, at least two devices and the pre-close technique are required. The IFU violation did not contribute to the reported difficulties. The cause of the reported difficulty and subsequent treatment appear to be related the circumstances of the procedure. In this case, an interaction of the device with patient anatomy causing needle deflection during deployment led to the reported failure to cycle. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.